Event description:
Revision surgery - due to osteolysis of the acetabular bone stock. The surgeon replaced the cup and liner with a zimmer product.

Manufacturer narrative:
The reason for this revision surgery was to address instability 13.2 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this product: one due to dislocation, one due to pain, one due to trauma, two revisions, and one for instability/poor joint issues. This is the first complaint for this lot number. The root cause for the revision was most likely due to osteolysis. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.